Event description:
Clinically suspected calcification of the lens in the left eye. Date of original surgery in 2000. The pt visual acuity in 2002 was 20/200. The lens was explanted the following month.